Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was too short on some of the tampons and she had to manually remove one of the tampons. Multiple attempts have been made to obtain further information. No further information has been received.